Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket pain and irritation due to the ipg pocket site being right at the belt line. The patient underwent a revision procedure wherein the ipg pocket site was moved and was still implanted in the patients body. The patient was doing well postoperatively.